Manufacturer narrative:
(B)(4). Batch # unk. Additional information requested and received: was the hole and malformed staples noticed in primary procedure? No, they did also a test with the metilene blue. Was the staple line over-sewed in primary procedure? No. During reoperation, was the fistula noticed at the location where hole occurred in primary procedure? Yes. Are any photos or video available? No. What is the current patient status? Endo prothesis institut tonne retracted next week. Can you please clarify how the ¿knife didn¿t work?¿ the tissue was torn and not cut¿ it needed suturing. What caused the big hole in the staple line (malformed staples, missing staples, serosal/tissue tearing, etc.)? Staples were not closed. Did the fistula occur intra-operatively or post-operatively? Post. How was the fistula repaired? Unknown. Was buttressing material utilized during the firing? If so, which product? No. On which firing did this event occur (1st, 2nd, etc.)? The 5th. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Please explain. Fever and pain. Patient was reoperated to close the hole in the his angle.

Event description:
It was reported that during a sleeve procedure, the knife didn't work and there was a big hole in the staple line. The patient has a fistula in the stomach. Another like device was used to complete the procedure.